Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was successfully implanted. The patient was discharged on xarelto. During the routine 45 day follow up imaging there was no device related thrombus (drt) noted. The patient was placed on aspirin at this time. During the routine 12 month follow up transesophageal echocardiography (tee) the physician noted a drt on the center of the face of the closure device along the threaded insert. The physician placed the patient on eliquis and will be following up with the patient to monitor progress. There were no patient complications.